Event description:
A report was received that a patient was experiencing difficulty charging her ipg. The patient's physician recommended a pocket revision surgery to move the ipg to a different location.